Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patent was reaching up to replace a light bulb at the time of the shock. Technical services discussed some testing to do for myopotential noise. There were no additional adverse patient effects. The system remains implanted.